Event description:
This event was also reported under manufacturer report #3004209178-2023-15659 [information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving hydromorphone/ bupivacaine/prialt (ziconotide)/ fentanyl via implantable pump. The indicated use was for non-malignant pain and cervical radiculopathy. The company representative (rep) reported that there was a revision done in (B)(6) 2022.the healthcare provider (hcp) was unable to aspirate during a dye study. No symptoms were reported.] Any additional information received will be reported under this manufacturer report. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-09-12 indicated the reason for the catheter needing to be revised was the patient not getting relief and the patient had an old catheter. The surgeon wanted to revise. The cause of inability to aspirate was noted as ¿n/a¿.

Manufacturer narrative:
Continuation of d10: product ID:8782, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial# (B)(6), implanted: (B)(6) 2017, product type :catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 2017-07-15, UDI#: (B)(4). Other relevant device(s) are: product ID: 8784, serial/lot #:(B)(6), ubd: 2018-07-28, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the pump identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving fentanyl 799.0 mcg 2800mcg/ml bupivacaine 10.1mg/ml dilaudid (hydromorphone) 15.0 mg/ml via implantable pump. The healthcare provider (hcp) reported that the patient was not getting adequate relief and she complained of pain worsening over time. The hcp unable to aspirate in dye study. The pump was replaced on (B)(6) 2023 and was able to was able to successfully aspirate 2cc from the catheter access port (cap). The catheter was left inside and explanted old pump to replace with a new one since she was due for a replacement in 2024. The hcp said, ¿when removing drug from old pump to transfer into new pump, we had to aspirate 2 syringes full of air out before retrieving drug.¿ the resident also mentioned lots of clear fluid in the pocket. However, the hcp was unsure of the cause of needing a pump replacement due to results of failed dye study and wanted to confirm the pump was or was not the cause. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history and weight were asked but unknown at this time. The patient was alive but no injury. The issue was resolved. (B)(6) 2023 (B)(4) updates (hcp,rep): additional information received from a healthcare provider (hcp)via a company representative (rep) indicated that the patient had already had a revision done in (B)(6) 2022.